Event description:
Rn scrub handed 10.5" ryder needleholder (cardiac iii set 009) to surgeon with valve stitch, rn scrub inspected needleholder when it was handed back to her & noticed one side of the jaw was missing, rn scrub made surgeon aware, surgeon found broken piece of needleholder inside the patients mitral valve, rn scrub passed the needleholder with broken piece off the sterile field, rn circulator made slm aware, slm made spd leadership aware.